Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died, and the physician thought the death could be related to the advisory because the patient was pacing dependent. It was also noted the patient was programmed to a susceptible pacing mode. Follow-up was attempted to obtain the relevant information; however, no additional details are available at this time. This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that an interrogation done 13 days before the date of death revealed the rate histogram had no counts below 50 beats per minute.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient's family had submitted a complaint to the hospital. It was additionally reported that the device was also interrogated about eight days before the date of death where the patient was asymptomatic and the device was noted to be working correctly and the parameter values were within normal ranges. The cause of death (cod) on the death certificate documents the immediate cod as "cardiopathy, arrhythmia" with intervening causes of cardiac valvulopathy, chemotherapy, ovary carcinoma and the primary/fundamental cause as "heart failure."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.